Manufacturer narrative:
The customer contacted a ge representative by phone and the ge representative was able to direct the surgeon in resetting the system. The surgeon rebooted the system and was able to continue the case. System operates as intended.

Event description:
The customer reported that they are unable to calibrate and the system locks up. No patient injury was reported.